Event description:
Per voluntary medwatch report from patient through the FDA's medwatch reporting program, patient alleged that they were implanted with a nuvasive coroent device in late 2006, after which the patient believed the device migrated, resulting in revision surgeries and explant in 2007. Attempts to confirm and further investigate the complaint via phone and mail have not been successful.

Manufacturer narrative:
Nuvasive was unable to confirm the patient's report and there have been no correlating reports received from a source qualified to make representations regarding the specific diagnosis, treatments our outcomes of this patient. Nuvasive was unable to confirm that a case involving the product in question took place on the day reported by the patient and it has not been confirmed that the reported event involved a nuvasive device or that a nuvasive device malfunctioned, resulting in a death, serious injury or surgical intervention. Attempts to contact the patient via phone and letter were not successful and further investigation is not possible. In the event that add'l info becomes available to facilitate further investigation, relevant details will be provided via a follow-up report. No add'l action is planned at this time.